Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the medical agent was found leaking from the catheter one day after placement. By checking, the catheter was found cut. Therefore, it was removed and replaced with a new one. No injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of the catheter leaking was confirmed based on evaluation of the sample received. The returned catheter was received in two pieces as it appears the catheter had been cut. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 33mm from the likely most proximal end of the returned distal piece. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
It was reported that "the medical agent was found leaking from the catheter one day after placement. By checking, the catheter was found cut. Therefore, it was removed and replaced with a new one. No injury to the patient was reported". The patient status is reported as "fine".